Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt expired. The cause of death was unk. The relationship of the pt's death to the implanted device system was stated as being unrelated. The medications being delivered via the device system were bupivicaine, clonidine and fentanyl.

Manufacturer narrative:
(B) (4).